Manufacturer narrative:
While no serious injury resulted in this event, there has been no previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must e presumed that recurrence of the malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was evaluated and found to be within spec.

Event description:
In this event, it was reported that a promark apex locator provided incorrect measurements; no patient injury.